Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ insulin pen needles were bent and the customer could not deliver the insulin.

Manufacturer narrative:
Investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label. Customer states that the needle was crooked and the insulin did not apply. The returned pen needle was examined and exhibited a bent non patient end of the cannula which could prevent insulin from flowing through the cannula correctly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle bent & difficult/unable to operate on lot # 8030936. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ insulin pen needles were bent and the customer could not deliver the insulin.